Event description:
It was reported that the shock channel of this implantable cardioverter defibrillator (ICD) header showed p-waves and low amplitude qrs complexes. It was thought that the leads were reversed in the header. Technical services suggested to reprogram the shock source from rv to ra. Additional information indicated that a defibrillation threshold (dft) test was going to be performed to ensure that programming changes would convert the arrhythmia. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.